Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a positive result two separate times, while the roche antigen test and pcr test produced negative results. The same results were produced for the customer's husband and son. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter: "customer took the test today on the scanwell app with their (B)(6) pro and got a positive result. Customer stated she took a government provided roche brand antigen test today as well which came back negative, and she also took a pcr test on the 28th and got negative result. She also took our test on the 27th and was positive. She stated her husband and son took the test on the 28th and were positive but got pcr tested on the 31st and were negative. Customer is concerned our test might be giving false positives. She says she did use the scanwell app on all of the tests, and used the (B)(6) today but different model phones on her husband and son."

Manufacturer narrative:
The customer's address is unknown. (B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a positive result two separate times, while the roche antigen test and pcr test produced negative results. The same results were produced for the customer's husband and son. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer took the test today on the scanwell app with their iphone 11 pro and got a positive result. Customer stated she took a government provided roche brand antigen test today as well which came back negative, and she also took a pcr test on the 28th and got negative result. She also took our test on the 27th and was positive. She stated her husband and son took the test on the 28th and were positive but got pcr tested on the 31st and were negative. Customer is concerned our test might be giving false positives. She says she did use the scanwell app on all of the tests, and used the iphone 11 pro today but different model phones on her husband and son."

Manufacturer narrative:
The following information has been corrected: e.1 initial reporter addr 1: (B)(6).

Manufacturer narrative:
H. 6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2006646 , ¿had a positive result however the pcr test was negative.¿ customer received a false positive result with bd veritor at home covid-19 test followed by her husband and son with false positive result on the next day. Customer no longer has the box for that particular lot number however the second lot number was available, investigation was carried out based on the available lot number (2006646) which was provided by the customer. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced 2 positive results two separate times, while the roche antigen test and pcr test produced negative results. There was no report of adverse patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: customer took the test today on the scanwell app with their iphone 11 pro and got a positive result. Customer stated she took a government provided roche brand antigen test today as well which came back negative, and she also took a pcr test on the 28th and got negative result. She also took our test on the 27th and was positive. She stated her husband and son took the test on the 28th and were positive but got pcr tested on the 31st and were negative. Customer is concerned our test might be giving false positives. She says she did use the scanwell app on all of the tests, and used the iphone 11 pro today but different model phones on her husband and son.